Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received investigator initiated study (iis) named "a natural experiment study: low-profile double plating versus single plating techniques in midshaft clavicle fractures - interim report" that contains collected data on the usage and the outcomes of variax 2 mini fragment. The report details analysis provided for procedures performed between january 2023 ¿ january 2025. All subjects in the ¿double plating¿ group received two variax 2 mini fragment implants. Please note that this is an interim report and that a second, final report is expected at the time of study completion. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: self reported implant irritation (1 year) in 9 cases. This is patient 8 out of 9.